Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, after advancing the lead through the introducer and into the patient's atrium, the physician noted that the proximal lead connector pin appeared to be bent. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.